Event description:
It was reported that the patient was treated for an abscess and infection following a pump implant. The patient was told an unsterile pump was implanted in his body. The patient was hospitalized and treated with an ¿intensive¿ course of intravenous (IV) antibiotics, which made him ¿sick¿ and caused vomiting and diarrhea. It was reported, the patient ¿almost didn't make it." The health care providers (hcp) at the hospital wanted to remove the system. However, the patient did not want it removed and it remains implanted. It was reported, the pump hcp dismissed the patient for failure to show up for his post-op pump appointment. The patient stated, he was just released from the hospital and was ¿too sick¿ to make the appointment. The patient was approved to see his original pump physician one additional time for the pump refill, before being officially dismissed. The patient¿s pump refill appointment was (B)(6) 2013. The pump was used to deliver dilaudid.

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2007 (B)(6), product type catheter. (B)(4).